Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. The unit shut off when cooling compressor was activated. The patient side had a oil floating in the water indicating coolant leaking from cooling coil. New unit has been ordered as replacement since the device will not be repaired. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
(B)(4) received a report that a heater-cooler system 3t tripped the mains power during priming. There was no patient involvement.

Manufacturer narrative:
H10: the service technician returned to the customer site for a second visit to complete functional tests and found multiple start test error codes displayed on the device. The heating elements of the patient side were replaced and the unit did no longer shutdown. However, the isolation line of the hospital was alarming. Based on additional information provided the shutdown of the device had been most likely caused by short circuit of the heating elements. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.